Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during setup, the valve came off when the dilator passed the valve. The hemostatic valve failed and fell into the hub. The reporter could not be more specific on what section broke, if the valve broke into two pieces, or if the valve detached from the sheath. No picture is available. The sheath was not being used on the patient; therefore, no blood return was observed. The sheath was exchanged, and the procedure was ended without a problem. The procedure was completed without patient consequence.

Manufacturer narrative:
The device evaluation was completed on 16-may-2022. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during setup, the valve came off when the dilator passed the valve. The hemostatic valve failed and fell into the hub. The reporter could not be more specific on what section broke, if the valve broke into two pieces, or if the valve detached from the sheath. No picture is available. The sheath was not being used on the patient; therefore, no blood return was observed. The sheath was exchanged, and the procedure was ended without a problem. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 00001864 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)